Event description:
It was reported that the patient experienced pain in the scrotum as the reservoir of this inflatable penile prosthesis (ipp) migrated into the scrotum. The device was replaced with a tactra. There were no additional patient complications reported.

Manufacturer narrative:
The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient "experienced" pain in the scrotum as the reservoir of this inflatable penile prosthesis (ipp) migrated into the scrotum. The device was removed and a tactra was implanted. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.